Event description:
It was reported that during the implant procedure to replace a device for normal battery depletion, the new device was connected to the chronic leads. Induction was successful but therapies were not and the patient was externally defibrillated. An alert message for high impedance was displayed. The rv lead was capped and replaced.

Manufacturer narrative:
Na